Event description:
It was reported the patient never had therapeutic effect. It was stated the patient had bowel problems that started 5-6 months prior to report. It was noted the patient felt a cramp in their stomach and they would go a little bit then they would have to go again and felt like they didn¿t have to go then they would have diarrhea. Reportedly, the patient¿s healthcare provider had the patient on 10-12 medications to try and nothing worked. It was stated the patient also had bowel problems before they put their fourth stimulator was implanted in 2009. It was reported the patient¿s bowel symptoms disappeared for three years after the implant in 2009. It was noted the patient¿s therapy with their current device had not been working well and since implant they did not have control of their bladder symptoms. It was later reported the patient had a loss of therapeutic effect. It was stated the patient was leaking and going too many times. The patient stated at the beginning they weren¿t going too much but it wasn¿t working at the time of report and they hardly felt the stimulation at all. It was noted the patient confirmed their stimulation was on with their programmer and they tried changing to each of the programs and increasing or decreasing stimulation but it still wasn¿t helping with their symptoms. It was later reported the patient had not felt stimulation constant since they were implanted. The patient stated they would leak during the night. It was later reported that patient experienced leaking and bowel problems. The patient reported that it was still leaking and was helping. The patient reported that she went to the health care provider (hcp) 2 days prior to the report to see if something could be done with the bowel problem but was told that nothing could be done with the bowel problem. The patient stated it worked really well in 2009, why can they not get to work again. Interstim in 2009 had the stimulation on high setting before that and that was why they need to replace the battery (due to natural battery depletion based on usage and the hcp relocated the ins due to carrying her purse on the right side and wanted to avoid hitting the ins every time she picked up her purse. The patient stated it worked like that for 3 years. It was indicated that it was currently somewhat working for the bladder but did not at all work for the bowels. It was indicated that in the last month or two ago patient was reprogrammed and she felt it pretty good in the office but got up three times and leaked in the nighttime on that same day. Information received later indicated that patient was still having concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. Additional information received reported that the patient¿s therapy never helped their bladder issue since their last implant in 2012 and the patient had a loss of therapeutic effect. The patient had it adjusted and everything but still had no success. It was noted that once the patient had it adjusted in the office they could feel it but then it went away. During this time the patient had been talking oxybutynin for their bladder issues. It was reported that the patient's bowel issue went away and started again 6 to 8 months ago. The patient wanted to know if the device could affect their bladder and their bowels and the patient described the bowel issue as gradual. It was noted that the patient had a new ins implanted 6 days ago. It was later reported that the 2013 device ¿didn¿t work¿ and they were having some bowel problems then.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v955825, implanted: (B)(6) 2012, product type lead. (B)(4).